Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the carb ratio and correction factor settings had been incorrectly entered. Customer's blood glucose was 196 mg/dl. Tandem technical support assisted customer in entering correct settings and advised customer to consult their healthcare provider regarding settings adjustments.